Event description:
The customer reported to baxter (B)(4) a pvc-free admin set in which "the tubing came off from the dripping chamber, without any movement of the patient or of the operator, during the infusion of the drug taxol. The device was substituted." A patient was involved, but there is no report of patient injury or medical intervention associated with this event. There was an operator involved and there was contact of drug with the operator's skin. There is no report of operator injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to not be available for evaluation. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional relevant information or a sample becomes available a follow-up report will be submitted. This issue is being investigated through CAPA.